Event description:
Manufacturer received a report alleging that an end user was going down a van ramp and fell forward out of the chair. She was not using a seat restraint. As a result she sustained 2 broken legs.